Event description:
A few months after a bard chemo port was installed it was discovered that the port catheter had broken at the "8" index mark(80mm,about as long as an index finger). The piece lodged in the patient's heart and was not retrievable. A maude search indicates several reported breakage incidents in the past year. 1663 was stamped into the bottom of the plastic port. The port and catheter are available for examination on request.

Event description:
1600640000-2005-8012- the manufacturer has received the product and the evaluation has been completed. The complaint was confirmed, user related. The catheter fractured 4.5 inches from the port. The fractured surface was rough and granular and the orifice was elliptical in shape, which is indicative of compression within the costoclavicular region. The section of catheter that broke away was not returned for evaluation. The product IFU cautions against such complications and gives instructions to prevent pinch-off related damage.